Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). Catalog# is unknown but referred to as cook celect filter occupation: non-healthcare professional. (B)(4). Summary of investigational findings: new pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported dvt, pain, disability, anxiety are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events. T

Event description:
Description of event according to short form complaint filed: it is alleged that "pt received a cook celect filter on (B)(6) 2012". Additional information received 09apr2019: patient allegedly received an implant on (B)(6) 2012 via the right common femoral vein due to venous thrombosis disease with pulmonary embolus and deep vein thrombosis. Patient is alleging tilt, vena cava perforation, the device is unable to be retrieved, deep vein thrombosis and pulmonary emboli. On (B)(6) 2013, x-ray report- lumbar spine 2/3 views: "there is an inferior vena cava filter in place, there is scoliosis of the lumbar spine with dextroscolotic component". On (B)(6) 2015, computed tomography-abdomen with pelvis without contrast:" there is an inferior vena cava filter present. The leads extend well beyond the walls of the inferior vena cava". On (B)(6) 2015, computed tomography-abdomen anteroposterior kidney, ureters and bladder: "inferior vena cava filter is seen in the right of the l1-2 interspace". On (B)(6) 2015, x-ray report- lumbar spine 2/3 views: "inferior vena cava filter is in place with apex adjacent to the l1 vertebral body". (B)(6) 2019, computed tomography-abdomen and pelvis without contrast:" findings: vessels: inferior vena cava: there is an inferior vena cava filter in place. It appears to be a bard-type or cook celect - type filter. The superior tip of the filter ends at the junction of the renal veins with the inferior vena cava. The superior tip of the filter directly abuts the anterior inferior vena cava wall and the filter is angled or tilted 25 degrees off the inferior vena cava axis on sagittal images. There is no angulation in the coronal plane. There is no filter strut fracture or banding. There is no stenosis of the inferior vena cava. There is perforation, of every single filter strut through the inferior vena cava wall. Of the 4 thicker struts, the anterior strut periphery it is the wall at 1:00, and extends 2.6 cm beyond the lumen, running inferiorly just anterior to the inferior vena cava lumen. The second of the thicker struts perforate the inferior vena cava lumen at 3:00 on axial o'clock face images, and extends inferiorly at 4:00, directly abutting the anterior cortex of a vertebral body without definitively extending into the vertebral body. This extends to point to 1cm beyond the lumen. The third of the thicker struts perforate the lumen at 7:00 on axial o'clock phase images and extends 2.7 cm beyond the inferior vena cava lumen. It slightly perforates the anterior l3 vertebral body anterolaterally. The fourth of the thicker strut graft exits the inferior vena cava lumen at 10:00 on axial o'clock phase imaging, and runs inferiorly in the 9:00 position, extending 2 cm beyond the lumen. Impression: 1. Inferior vena cava filter in place. There is abnormal tilt of the filter, with the apex touching the anterior inferior vena cava wall. There is penetration of every single strut beyond the inferior vena cava lumen. There is penetration of a lumbar vertebral body slightly by 1 of the thicker struts¿. Patient outcome: patient alleges: " continued blood clotting problems. Superior tip of filter directly abuts anterior inferior vena cava wall, tilted 25 degrees. Perforation of every strut through inferior vena cava wall, and penetration of a lumbar vertebral by one of the thicker struts. Pain caused by embedding/penetration of struts. Fear and anxiety over pain caused by filter and risk of additional problems caused by filter. Since having the inferior vena cava filter put in, have problems with all movement, primarily walking, standing straight, no balance. Also, pain in left leg and right lower back side and stress".